Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported during a recent visit to their dentist they were informed of new oral health concerns that included gum sensitivity and signs of bone loss. These issues were not present prior to using the retainers.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.